Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. Technical services discussed that this was evidence of high battery impedance and recommended device replacement. At this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. Technical services discussed that this was evidence of high battery impedance and recommended device replacement. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced. This device has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.